Event description:
The reporter stated that one of his customers had rec'd the er1 message on her surestep meter. He had learned this at the time of a visit to her home to deliver a new meter to her after she learned of the replacement program. He misunderstood her regarding her getting the er1 message, a high blood sugar reading, and a visit to her physician, which he thought had been an emergency trip due to the foregoing. The lifescan rep spoke with the customer, and her report stated that she had been having some problems with infection which always causes her blood sugar to go up. She understood the er1 as meaning a high blood sugar reading due to her comparison with the confirmation dot, and that she had a fasting reading of 350 mg/dl the evening prior to a routine doctor visit. She stated that she has a regular schedule of visits to her physician, and that on her 9/14/98 visit, her fasting blood sugar reading was 156.